Event description:
Reportedly, the subject programmer intermittently shut down and restarts during use; it became therefore stuck in boot loop. An investigation is required.

Event description:
Reportedly, the subject programmer intermittently shut down and restarts during use; it became therefore stuck in boot loop. An investigation is required.